Manufacturer narrative:
Insulin pump passed the displacement test; however, motor error alarm during prime or compromised forced sensor system test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 316 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.